Manufacturer narrative:
The customer¿s report of smoke coming from the iui connectors was not confirmed or replicated. The pcu error log was reviewed and no error events were recorded that could be associated with the reported thermal incident. Visual inspection of the pump module showed a crack at the right side of the pin housing of the right iui connector; however it could not be determined when the crack occurred or if it contributed to the thermal incident. Thermal damage to the right iui connector was observed, including pins 13 and 14. Testing showed a short at pins 13 and 14. The probable cause for the customer¿s report is a short circuit at the iui interface between the pump module and the pcu. The root cause for the short was not identified.

Event description:
The customer reported that the devices were in the biomed shop, and smoke was seen coming from the iui connectors. When looking at the devices head-on, the affected pump module was on the left side of the pcu. There was no patient involvement.